Event description:
It was reported that during the cybersecurity upgrade the device went into backup vvi. The device was upgraded and successfully restored. Patient did not experience any complications during upgrade process.